Event description:
It was reported that a malfunction occurred on the pump. The event did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer was assisted by technical support, who provided instructions for resetting the pump, and the customer successfully reset the device. The malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue occurred again.